Manufacturer narrative:
(B)(4). Concomitant medical products: rd118848, m2a 38 mm x 48 mm cup, 402700. The 103203, taperloc por fmrl 9x137, 123660. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10754, 0001825034-2017-10753. Remains implanted

Event description:
It was reported that the patient underwent a left total hip arthroplasty and is now experiencing pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. X-rays were received and review by third party. It was noted, no findings that would contribute to revision or pain. Overall fit and alignment is appropriate for both total hip arthroplasties. Slight osteopenia within the left supraacetabular region is nonspecific. No sclerotic margin seen to suggest osteolysis. This additional information doesn¿t change the previous investigation results.